Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had the arctic sun device, and it was sent down from the floor because of not controlling the temperature accurately. After that, the device was turned on. The water temperature had dropped on its own into the single digits. They tried to rewarm the water and the device got stuck at 14 degrees. Then they hit stopped the water temperature, and then it would dropped into the single digit and indicate the device was overfilled. The biomed had drained and refilled the device and the device was working fine. Per follow-up information received via email on 10aug2023, it was reported that the facility no longer uses the arctic sun device. They decided to discontinue use of it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the biomed had the arctic sun device and it was sent down from the floor for not controlling the temperature accurately. After that the device was turning on the water temperature had dropped on its own into the single digits. They tried to rewarm the water and the device was got stuck at 14 degrees. Then they hit stopped the water temperature and then it would dropped into the single digit and indicated the device was overfilled. The biomed had drained and refilled the device and the device was working fine.